Event description:
It was alleged by the customer, that they had an issue with the last therapy they did. They had trouble achieving target temperature. They did say that there were a lot of patient issues as well, namely shivering and allergies to the usual medications to treat this, but had concerns that the machine didn't alarm. No injury was reported for the patient.

Manufacturer narrative:
It was identified that the event was not due to any component level malfunction. From the data pull, it was identified that the issue was due to user error.

Event description:
It was alleged by the customer, that they had an issue with the last therapy they did. They had trouble achieving target temperature. They did say that there were a lot of patient issues as well, namely shivering and allergies to the usual medications to treat this, but had concerns that the machine didn't alarm. No injury was reported for the patient.